Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)/ suspect device originally distributed as cs100, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) unit's battery runtime didn¿t pass . There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4,d8,d9,g3,g6,h2,h3,h6(type of investigation,investigation findings,investigation conclusions,component codes),h11 corrected fields:g2. It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) unit's battery runtime didn¿t pass.the batteries that were installed from service order 44665871 were out of box failures.they did not hold a charge for longer than 30 minutes. Fse replaced the main batteries again and biomed confirmed the battery runtime passed.unit passed all calibration, functional and safety tests performed.unit was returned to customer and cleared for clinical use.